Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -16.50/3.0/106 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2020 and (B)(6) 2020, but did not resolve the problem. On (B)(6) 2021 the lens was exchanged for a longer lengthl lens and the problem was resolved. Cause of the event is reported as unknown. Reportedly, "the surgeon exchanged the lens due lens size may have been small for patient."